Event description:
A consumer reported that the philips one power toothbrush caught fire while charging. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.